Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was difficult to read due to scratches and act button was hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that insulin pump shut off its own. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomalies, rewind and missing segment/partial display due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on act. Device received with minor scratched lcd window. (B)(4).